Event description:
Caller reported a minimum fill notification while reloading a cartridge. There was no adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.